Event description:
The customer states that one patient sample generated the following results on the architect i2000sr analyzer that were reported from the lab: hbsag: 155 iu/ml reactive; hbeag: 0.641 s/co non-reactive; anti-hbc ii: 0.80/0.77 s/co non-reactive; anti-hbc igm 10.71/11.11 s/co reactive. Four days later, a new sample generated the following results: anti-hbc ii: 1.87 s/co reactive; anti-hbc igm: 14.07 s/co reactive. The customer states that the initial anti-hbc ii assay result is a false negative result. There is no impact to patient management reported.

Manufacturer narrative:
(B) (4) the returned patient sample was analyzed with retained samples (reagent kits stored at abbott laboratories) of architect anti-hbcii (8l44), axsym core (7a41), architect anti-hbc igm (6c33) and architect anti-hbe (6c34) and the following results were obtained: assay, result, disposition - architect anti-hbcii (8l44), 0.89 s/co, non-reactive, axsym core (7a41), 0.10 / 0.08 / 0.08 s/co, reactive, architect anti-hbc igm (6c33) 11.54, s/co, reactive, architect anti-hbe (6c34), 1.00, reactive. The calibration and values of the negative and positive controls were within specifications as stated in the assay file and package insert. Based on the results of this investigation, the sample was categorized as false non-reactive for the architect anti-hbcii assay; therefore, the customer result was repeated. In addition we evaluated the complaint reagent lot in respect to sensitivity with a commercially available seroconversion panel ((B) (4)the results for reagent lot 74649hn00 are in line with historical equivalency study data with comparable s/co values as obtained during these studies. The data show that the sensitivity performance of list number 8l44-30, lot number 74649hn00, is not adversely affected. As part of our investigation we have reviewed the complaint and manufacturing records for architect anti-hbcii, list number 8l44-30, lot number 74649hn00. This review did not identify any problems relating to the customer's observation. The architect anti-hbcii (ln 8l44) package insert (commodity number 84-6378/r1) provides information to address the customer's issue. There is no specific explanation why this customer experienced this specific problem. Based on the current investigation, it has been determined that the architect anti-hbcii assay, list number 8l44-30, lot number 74649hn00, identified in this complaint, is performing acceptably. No malfunction occurred. This is a final report.

Manufacturer narrative:
This report is being filed on an international product that has a similar product distributed in the us. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The patient was revised due to osteolysis, wear and loosening.